Event description:
A cracked and shattered touchscreen was reported, which made the pump's screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer did not disclose an alternate method of insulin therapy.